Event description:
The patient was undergoing a thrombectomy procedure in the left internal carotid artery (ica) using a neuron max 8f 088 delivery catheter. During the procedure as the physician was advancing the neuron max 8f 088 through the aortic arch to the left carotid artery, the neuron max 8f 088 kinked, preventing the advancement of a 3max and 5max ace reperfusion catheter. The physician then attempted to insert a shuttle sheath in order to place the 3max and 5max reperfusion catheters but this device also kinked when attempting to pass from the aortic arch to the left carotid artery. The 3max and 5max reperfusion catheters could not be advanced to the target location. The physician decided to use a 4max reperfusion catheter which successfully passed from the aortic arch through the left carotid and into the left ica. The vessel was opened and the case was successful. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by hospital.